Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2367, which occurred on the homechoice during use during dwell 3 of 4. The patient was connected. The baxter technical service representative (tsr) had the patient cycle the power off and on. The se did not repeat. The patient initially had a se 2240 (air in set). The tsr reviewed the proper procedures per the user manual. The patient would finish therapy with manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due lack of sample. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. Should additional information become available, a follow-up report will be filed.